Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a left ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation occurred. It was initially reported that a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was used for transseptal. When the inner dilator was removed from the sheath, the hemostatic valve fell off the sheath. The valve was still attached to the dilator hub when removed. In an attempt to aspirate blood from the sheath, air was present in the syringe being used, no blood return was present. No air entered into the patient¿s body. There was no patient consequence reported. On february 21, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection, it was noted that the brim cap, friction ring, and hemostatic valve were detached from hub.

Manufacturer narrative:
It was reported that a patient underwent a left ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was used for transseptal. When the inner dilator was removed from the sheath, the hemostatic valve fell off the sheath. The valve was still attached to the dilator hub when removed. In an attempt to aspirate blood from the sheath, air was present in the syringe being used, no blood return was present. No air entered into the patient¿s body. There was no patient consequence reported. Device evaluation details: the device evaluation has been completed. The device was inspected upon return and brim cap, friction ring and hemostatic valve were observed detached from the luer hub. Small traces of glue residues were found on brim cap and this is evidence that the device was properly manufactured. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the brim cap detachment and damage on the hemostatic valve could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref #: (B)(4).